Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative (rep) reporting that at the time of surgery the existing catheter was patent and free flowing csf from the catheter access port (cap). The hcp decided to replace the catheter and the new catheter was also patent and free flowing csf when connected to the pump and cap accessed. Much of the old catheter was left in place and was no longer in use as it could not be removed. The pump portion was discarded.

Manufacturer narrative:
Pump: the returned device passed all testing in the laboratory and no anomalies were identified. Catheter: the catheter was returned and no anomalies were noted on microscopic inspection, the catheter was patent, and passed pressure leak testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative (rep) stated the patient passed away. However, after analyzing the pump and catheter with no anomalies found, the patient death was determined to be unrelated.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown baclofen 2,000 mcg/ml at 667.8mcg/day for intractable spasticity. It was reported the patient had increased spasticity. There were no environmental, external, patient factors that may have led or contributed to the issue. The physician programmed 80mcg bolus with no improvement in their spasticity. This was given on (B)(6) 2024. The patient was scheduled for catheter replacement (B)(6) 2023 and the issue was resolved at the time of this report. It was further reported the patient had a pump replacement on (B)(6) 2024 and connected to the existing 8731 catheter, that was free flowing cerebrospinal fluid (csf), at the time of pump replacement. The patient went to the emergency room (ER) on (B)(6) 2024 with increased spasticity and the managing physician programmed a 80mcg bolus with no patient spasticity improvement. The patient was given oral baclofen and scheduled for a catheter replacement. The patient¿s status was ¿alive- no injury¿.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, lot#/serial# (B)(6), implanted: (B)(6) 2017, explanted: (B)(6) 2024, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(6), ubd: 18-may-2019, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: neu_ascenda_cath: the catheter was returned and no anomalies were noted on microscopic inspection, the catheter was patent, and passed pressure leak testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.